Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) via a manufacturer representative (rep) reported that they believed a power on reset (por) occurred with the implantable neurostimulator (ins). A colonoscopy was performed, so the ins was turned off. When the patient attempted to turn the therapy back on, the patient programmer "no longer recognized" the ins. The device worked after the patient took it to the hcp to reestablish it. Patient services discussed that if electrocautery was used, that could cause a por. It was indicated then that the hcp believed a por was likely.